Manufacturer narrative:
Investigation summary: the customer reported a leak at the connector, and returned one unused set of material 10013902, lot 24089239. Upon initial visual examination, the set had no defects or abnormalities. In addition to the report of connector leakage, there is also a note included with the sample that notes 'won't flush'. The set was investigated for both issues, leakage and occlusion. The set infused water without issue, and the complaint could not be verified. No other issues were observed. The root cause could not be determined without a replicated failure. A device history record review for material #10013902 and lot #24089239 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Sample received.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10013902 and lot# 24089239 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set was leaking the following information was received by the initial reporter with the following verbatim. I attached the extension filter set to the tubing and when I finished priming the tubing the filter set was leaking just below the proximal connector. There were no obvious cracks or other damage to the filter set.